Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 5410ivc serial number/date code (B)(4) is approximately 1 year old. The user manual part number 1114836 rev f (aug-07) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male whose height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer alleges that bed rail crossbrace attached to bed broke off. User has no feeling from waist down and user utilizes the bed rails to turn to prevent bed sores. No reported injuries reported at this time. No other property damage reported at this time.